Event description:
A customer reported an issue with their continuous glucose monitor (cgm), receiving an error 42 message. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing information for resetting the pump. After the reset, the error message did not reappear, and the customer successfully started a new sensor session.